Event description:
The caller reported the cuff on the pt's tracheostomy tube continually deflated. A non-routine replacement of the tube was required. He stated he thought the pilot balloon was leaking because he did not see any holes or tears in the cuff.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.